Event description:
Healthcare professional (hcp) reported a pt reaction with usage of a psn membrane. The pt had been exposed to this membrane for 2 months prior to the incident reported. The reaction occurred 10 minutes into the dialysis treatment. The pt noted throat and tongue swelling, severe itching and shortness of breath. The treatment was discontinued and the pt was treated with benadryl 75mg. IV and oxygen at 4l per nasal cannula. Following discontinuation of the treatment, the pt was noted to have pink tinged fluid. The membrane was switched to a synthetic membrane and the treatment was resumed. No further injury reported. Following the dialysis treatment, the pt was observed and treated (medication and dosage unknown) in the emergency room. No further complications were reported. The pt has been switched to a cellulose diacetate membrane at the time of this report.